Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement on an unknown date. After spaceoar placement the patient experienced pain, inflammation, edema, a recto-urethra fistula, a gastrointestinal ulcer, infection, and sepsis. The patient's perineum presented with gangrene which required colostomy, surgical dissection of the perineum, and amputation of the testicle. The patient was admitted to the hospital beyond the standard of care and was reported to have been discharged. Boston scientific has been unable to obtain additional details, despite good faith efforts (gfes).

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2023. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Patient code e1906 is being used to capture the reportable event of infection. Patient code e2326 is being used to capture the reportable event of inflammation. Patient code e2338 is being used to capture the reportable event of edema. Patient code e2330 is being used to capture the reportable event of pain. Patient code e2327 is being used to capture the reportable event of necrosis.